Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2017 that on (B)(6) 2017, patient experienced a permanent out of range signal. Patient was under 12 years old. No additional patient or event information is available. No product or data were provided for evaluation. The reported intermittent antenna icon could not be confirmed. A root cause could not be determined. Labeling indicates: the t:slim system is indicated for use in individuals 12 years of age and greater.